Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. It was reported that the patient had a skin rash on his back. The patient reported that he was allergic to silver and that his skin was peeling. The patient's doctor instructed the patient to use a gauze over the area. During a follow-up the patient reported that the rash was getting worse and that his cardiologist recommended he see a dermatologist. During a final follow-up the patient reported that the rash still had not improved. The final medial outcome of the skin irritation is unknown. There was no alleged device malfunction.